Manufacturer narrative:
B3- the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent hemoptysis and right lower lobe collapse, as well as had a prior tracheostomy status post decannulation on (B)(6) 2025.

Event description:
It was later reported that the patient had hemoptysis and right lower lobe collapse on (B)(6) 2024. Oxygen was increased and tranexamic acid medication was administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no further related events have been reported at this time. The heartmate 3 lvas IFU, revision d, is are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.